Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the up arrow button was stuck. Customer tried to remove the battery and the pump came on with a button error. Customer was trying to give himself a bolus when he had lunch. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. The device had cracked case at display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube window, and minor scratched lcd window.